Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The sensing vector was set to the secondary vector. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.